Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cartridge cracked while implanting the intraocular lens (iol) during an iol implant procedure. There was patient contact but no patient harm. Additional information has been requested.

Manufacturer narrative:
The company iii (d) cartridge was not returned for evaluation. Photos were provided. One photo shows a close-up of a cartridge tip. There does not appear to be adequate viscoelastic in the cartridge. A possible aneurysm is observed in the nozzle. The nozzle and tip are cracked along the top in the center. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. A root cause could not be determined because the company ii (d) cartridge was not returned for evaluation. Based on review of the provided photos the nozzle and tip of the cartridge were damaged. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. There also did not appear to be adequate viscoelastic in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Associated products were not provided. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).